Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the blue portion of the ligating device was withdrawn without the portion being restored into the sheath. The blue fragment got locked inside the instrument channel and could not be removed by the reprocessor. Thus, causing the blue fragment to remain in the device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope and the ligature device were used in combination. After reprocessing, the colonovideoscope was used in another case. During the subsequent reprocessing, blue fragments of the ligature device that was used on the previous patient were found. There were no reports of patient harm or hazard.